Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported a patient purchased an alaris pca "master key", unlocked the device and dosed himself with dilaudid. There was patient involvement but no harm. The client is requesting information on the options for using a code with the pca as part of their internal investigation. Bd received additional information on 30 march 2026. The report stated that a patient was able to purchase a (third-party) key for the alaris pca pump through an online retail source (amazon.com) for approximately $7 and used the key to access the device. As a result, the patient was reportedly able to adjust pump settings without authorization. The event raised concern that unauthorized access to pca programming may allow inappropriate modification of narcotic delivery parameters, which could potentially result in an adverse event. At the time of the initial report, there was no actual adverse event reported. The customer is requesting the manufacturer to initiate "a formal investigation of this incident and advise us immediately as to how you will create a solution for this design defect that is a patient safety hazard." After due diligence and multiple follow up requests, no devices or keys will be returned by the customer.